Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code (B)(4), lot number 8339977. Device history review: DHR review product code (B)(4), work order (B)(4) was manufactured on (B)(6)2016. The 12 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr - (B)(6) 2018. Primary implant date: (B)(6) 2016. Revision for: pain on tibial side , after 3 months ok. When tibia base plate inspected intra-operatively found to be loose, when removed from patient found no cement on implant. Doi: (B)(6) 2016; dor: (B)(6) 2018; unknown knee.